Event description:
It was reported that the patient with this implantable pacemaker device experienced severe hematoma after the procedure and bled out. Moreover, the patient had to stay in the hospital for a couple of more days. The device remains in service. No adverse patient effects were reported.